Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an overvoltage protection (ovp) circuit failure occurred. The device was in use on a patient at the time of the reported issue; however, there was no harm to the patient or user. The customer reported that the failure was reproduced when the ventilator was turned over to the biomed. The customer checked and confirmed that the error code occurred in the event log. The remote service engineer (rse) and the customer performed troubleshooting, and the rse advised the customer to replace either the motor controller (mc) printed circuit board assembly (pcba) or the power management (pm) pcba. The rse provided the customer with the part numbers of the mc pcba and pm pcba to order and replace.